Manufacturer narrative:
Qn#: (B)(4). Although the lot number was not reported, a potential lot number was found based on the sales history. The potential lot number is 73m2000054. Per DHR the product visistat 35w 6/box lot # 73m2000054 was manufactured on 12/01/2020 a total of (B)(4) pieces. Lot was released on 12/16/2020. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the staples were misaligned. The sample was returned with its trigger partially engaged. The stapler was returned with 35 staples left in the cover block. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the staples was preventing the staples from moving down the track and into the forming tool. The staples were manually realigned and another attempt to fire was made. The first staple was unable to properly form. However, the next 3 staples all fired properly. To simulate insertion into the skin, the remaining staples were successfully fired into a simulated skin pad. The stapler was disassembled , and it was confirmed to have been assembled correctly. No other defects or anomalies were observed with the device. It could not be determined what exactly caused the staples to misalign. A nonconformance has been opened by the manufacturing site to further investigate visistat jamming issues. It could not be determined what caused the staples to misalign. Nc 100000068 has been opened by the manufacturing site to further investigate this visistat jamming issue. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples were misaligned. Upon functional inspection, the misalignment of the staples prevented any staples from firing. After manually realigning the staples, all except the first staple were able to properly fire from the device. The sample was disassembled , and no other defects or anomalies were observed. It could not be determined what caused the staples to misalign. A nonconformance has been opened by the manufacturing site to further investigate visistat jamming issues.

Event description:
When the user attempted to fire a staple it jammed and did not come out from the stapler during use. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
When the user attempted to fire a staple it jammed and did not come out from the stapler during use. Therefore, a new unit was used instead.